Manufacturer narrative:
Evaluation summary: it is likely that this fracture was caused by off-axis impaction of the cup pusher with the positioner head attached. This would cause an excessive bending moment at the tip and lead to this type of fracture. It is also possible that the impaction forces exceeded the material strength of the cup pusher or that excessive torsional loading was applied. Based on the info provided, a definitive cause for failure cannot be determined with certainty. As returned, the thread tip of the cup pusher has fractured off and remains within the 32 mm positioner head. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that while inserting the head, the threads of the cup pusher broke off inside the head.